Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024, and suture was used. The suture was difficult to dispense, and the problem of pulling off suture needle happened. Changed to another one to continue the surgery, and the same problem happened again. Changed to another one to complete the surgery. No patient consequence was reported. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-01572.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Overall inspection of the returned sample shows that it was received one suture piece outside its packaging that pertains to the product code vcp303h. In the inspection of the returned samples, it was noted that the suture was fully dispensed. The suture was examined, and on the extreme, a correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined. In addition, the needle wasn¿t received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Overall inspection of the returned sample shows that it was received one suture piece outside its packaging that pertains to the product code vcp303h. In the inspection of the returned samples, it was noted that the suture was fully dispensed. The suture was examined, and on the extreme, a correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined. In addition, the needle wasn¿t received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H3 investigation summary: the returned sample determined that it was received, one unopened sample that pertain to product code vcp303h. In order to evaluate the condition of the returned sample, the sample was tested to verify the dispensability of the suture and it was successfully dispensed from winding former without any issues. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted as part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.